Manufacturer narrative:
The reported event of direct trend anomaly was confirmed. Based on the information provided, it was determined that while the user was programming the device, the device was programmed briefly to an atrial pacing mode. Thus, atrial pacing was shown as 100% pacing due to the short period the device was in the atrial pacing mode.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. The issue was resolved after interrogating the device. There were no patient consequences.